Event description:
Customer reported a past low blood glucose event that led to a visit to the emergency room, where they stayed for six hours and received treatment with IV fluids and blood glucose monitoring. The lowest recorded blood glucose level related to the incident was under 40 mg/dl, and there was no injury or permanent damage. Low bg cause was not known.